Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited high pacing impedance. Programming changes were made and the patient will be monitored. The patient was stable.

Event description:
New information received notes that the patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited another event of high pacing impedance. No device intervention was performed and the patient will be monitored. The patient had no adverse effects.